Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that during preparation of a 8.0mm/29mm/80mm otw omnilink elite vascular balloon- expandable stent system (bes) the protective sheath was not removed prior to preparation. It should be noted that the omnilink elite instructions for use, states: remove the protective cover from the tip. Attach the syringe with hepns to the guide wire port. Flush until fluid exits the distal tip. Prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. In this case, it is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal may have resulted in the observed material deformation, ultimately causing the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of a 8.0mm/29mm/80mm otw omnilink elite vascular balloon-expandable stent system (bes) the protective sheath was not removed prior to preparation. After removal of the protective sheath, the stent was noted to be out of place. Another omnilink stent was used and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.